Event description:
Device 1 of 2 reference MFR report #1627487-2014-08165. It was reported the patient is experiencing ineffective stimulation and pain. An sjm representative confirmed the patient's system impedances were high. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.